Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. The right tracker was found to be within specification while the left tracker was off. Visual inspection noted a scratch on the left tracker as though it was run into an obstacle. When opened, the tracker screws were adjusted and the trackers were re-calibrated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision of 1-2 millimeters was observed following a transfer from the imaging system to the navigation system. It was noted that the right side trackers of the imaging system were used. Additionally, the retractors were not used and there was no note of any frame movement. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Following the procedure, the issue could be replicated on a demo model. No additional information was provided.